Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a tear in the black power cable of the system controller. Log file review revealed no external power events were recorded on 13may2024 at 6:53:30, 6:53:49, and 14may2024 at 1:42:32 while connected to mobile power unit (mpu) power. The emergency backup battery (ebb) was used to support the system during these events. Motor function was not affected by this event. The mpu power cord had the locking mechanism. The patient stated that they may had accidently unplugged it when they were getting up to the bathroom. The patient also stated the damage was incurred when it was pulled off of the table accidentally three nights ago. The customer wondered if there was previous damage to the unit that may have affected the power. The unit was cracked in multiple places. There was no power outage that may have contributed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a tear in the black power cable was unable to be confirmed. A review of the submitted log file contained data spanning approximately 9 days (B)(6) 2024 ¿ (B)(6) 2024 per timestamp). Pump operation was not affected. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. No photos or additional documents were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the tear in the power cable was unable to be conclusively determined through this analysis. Device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev d - section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.